Event description:
Boston scientific received information that tis right ventricular (rv) lead was believed to have dislodged. It was oversensing the patient's atrial fibrillation (af) and ventricular tachycardia (vt) was also occuring. The lead programming ws changed in an effort to alleviate these issues. The lead will be revised soon. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.